Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. The device was returned for a fluid leak and dilator insertion difficulty. The reported event of a fluid leak was confirmed. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The reported event of dilator insertion difficulty was not confirmed. No resistance or functional anomalies were noted when a dilator from current inventory was inserted through the sheath. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During an atrial fibrillation pfa procedure, a fluid leak was observed from the handle of the agilis 13f sheath. The event occurred following the removal of the advisor hd grid mapping catheter and insertion of a non-abbott ablation catheter (boston scientific farapulse). No issues were noted during device preparation with the agilis 13f sheath. However, it was noted that the dilator was difficult to insert. The agilis 13f sheath was exchanged, and the procedure was completed with no adverse patient consequences.